Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. In addition, the device also exhibited false positive detection of the patients atrial arrhythmia by the signal artifact monitor (sam) feature. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed based additional information which indicated that the evaluation conclusion code was updated.

Event description:
It was reported that this pacemaker exhibited a signal artifact monitor (sam) episode due to the patients atrial arrhythmia. Within this same episode, it was noted that the right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. Based on a review of daily measurement data, boston scientific technical services (ts) indicated the ra impedance became variable approximately five months ago but all measurements were within specification at that time. Ts provided guidance to the healthcare provider (hcp) to bring the patient in to perform troubleshooting tests. The products remain in-service at this time. No adverse patient effects were reported.